Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device, the screen was found to be shaking. Even when nothing was being done. The event occurred, during an unspecified procedure. And it was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixel defects (white scratches), corrosion on scope mount and cracks on the scope mount. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, during the investigation, pixel defects (white scratches), cracks and corrosion on the scope mount were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device the screen was found to be shaking even when nothing was being done. The event occurred during an unspecified procedure, and it was completed using the same device. There were no reports of patient harm.